Event description:
The consumer reported having difficulty with her setting and her healthcare provider (hcp) had advised switching to a different program. The patient needed help with this. She had not been using it because she had a plate in her foot and stimulation was affecting her foot when she would use it. When she would increase stimulation, she would feel stimulation in her foot and it felt too high. She was also not getting good results with her bowel symptoms and the hcp had to reprogram her settings. At the current setting, she had not been using the device and it was helping with her foot. She usually would change her settings to 4 volts when she was going out to help with her bowel symptoms and then would switch back to 3 volts when she was at home to help loosen her bowels. The patient stated it was her fault and she would not usually stay on a setting for long and had been changing settings frequently. She was going to stay on a particular setting for a longer period of time and monitor her symptoms to see if that helped. All issues had occurred since implant. Additional information received from the hcp on (B)(6) 2016 in response to follow-up reported that a pelvic x-ray had been done and the device was in the normal position. A manufacturer representative (rep) reprogrammed the device on (B)(6) 2015. The cause of the event was unknown but the patient's symptoms had partially resolved. Indications for use were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.